Event description:
The revision reported was likely the result of presumed prosthesis wear of the tibial insert. However, images of the revised insert and patella components do not show signs of excessive prosthesis wear inconsistent with being implanted for approximately 5.25 years. Malalignment of the components at the time of implantation and/or joint instability cannot be ruled out as possible contributing factors in this case because no radiographs were provided and the revised components were not returned to exactech for evaluation.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitants: 02-010-03-0320 - logic cr femoral cem, right, sz 2 3839415; 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t 4799257; 200-02-35 - three peg patella 35mm 4714422; 201-78-15 - holding pin mini sharp point 4 pk 4593083; 201-78-81 - 3 trocar, mod. Hex 2pk 913520; 521-78-23 - threaded pin size 2.3 collared 5082989; 521-78-23 - threaded pin size 2.3 collared 5082996; 521-78-32 - threaded pin size 3.0 collarless 4977755. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a female patient, initial right knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2023, approximately 5 years 3 months post the initial procedure. The patient was revised due to the poly had delaminated. All implants were removed. The patient was revised to a competitor¿s devices. The patient was last known to be in stable condition following the event. No devices are returning as they were disposed of by the hospital. No further information.